Event description:
The patient reported to us that on (B)(6) 2019, she had experienced 3 v-go devices in which the v-go lifted off her body. On the first 2 v-go devices the patient stated that they came of approximately after only having it on for 1 to 2 minutes. On the 3rd v-go the patient stated that she had it on for approximately 12 hours and at 332am in the morning she had noticed that the v-go lifted off her body and that she was bleeding. The patient confirmed with us that she is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry.